Event description:
Additional information received from the health care provider (hcp) reported that the cause of the event was due to a broken lead. There were also high impendences. The "icon" programmer was lost. A lead revision was performed on (B)(6) 2012. The lead revision was successful. Re-programming was done on (B)(6) 2012 with "good" results. The patient's symptoms had included a loss of clinical effect. There was no hospitalization and no patient injury. No further information was provided.

Event description:
It was reported that there was a loss of therapeutic effect. It was indicated that the leads were found to be 'broken' within a week of the report. It was noted that the device was off and the patient was scheduled for an appointment on (B)(6) 2012. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-33, lot# v098099, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).